Event description:
An error code of 110b-proximal pressure sensor range was reported. It is unknown if there's patient involvement.

Manufacturer narrative:
H11: corrected data: during follow up with the customer, the issue was found while replacing the nav-ring. There was no patient involvement when the issue occurred. No patient or user harm reported.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, the customer was unable to provide a resolution to the event as the suspected part has not been received, and the device has not been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.